Event description:
Related manufacturer reference number: 2017865-2021-34821. It was reported that the patient presented remotely via merlin.net. Device interrogation revealed r wave amplitude variation on the right ventricular lead, but no alert from the pacemaker occurred for the event. No changes or intervention was performed. The patient condition was stable